Event description:
It was reported that ongoing malfunction alarms occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer's blood glucose level.